Event description:
This event involved a patient who experienced power source change in the controller earlier than expected 7 months after heartware lvad implantation. The issue was identified by the vad technician and the patient reported this had been happening for some time but could not provide a timeframe. The vad technician isolated two batteries as related to the issue. The batteries were removed from the patient and replaced. There were no injures associated with this event. The investigation is ongoing.

Manufacturer narrative:
The device has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned batteries revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2013-00148 and 00149) submitted for devices related to the same event.

Manufacturer narrative:
The products were returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the hvad® batteries and controller in relation to the reported event. Thorough external visual inspection of the controller and batteries revealed no signs of physical damage or contamination. A review of the devices history records confirmed that the devices met all specification for release. The returned controller ran normally with no fault alarms or errors. Functional analysis of the batteries revealed that the two ((B)(4)) returned batteries contained a faulty cell pair compromising the batteries performance. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. This is one of two reports (3007042319-2013-00148 and 149) submitted for devices related to the same event.